Event description:
The customer reported that the temp light was not staying on properly. The customer stated that there were no physical complaints reported at the time of this complaint. She stated that they did not extend the disinfect cycle time per the instructions for use. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Other, heater light out, labeled. Capital equipment, unit evaluated at the facility. The fse found that the fuse for the heater was "blown". He removed and replaced the fuse and tested the heater with no issues.